Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer was experienced high blood glucose. Blood glucose at the time of incidence was 449 mg/dl. Customer took 7.4 units then blood glucose was 507 mg/dl. Cannula was bent insulin pump received no delivery alarms customer took insulin shot to treat hyperglycemia. At the time of incidence auto mode was not active. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.